Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. It was discovered that there were too many exams present on the patient data base on the cranial and spine application. The user had to delete exams on the different applications to resolve the issue. No hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system froze when loading an image from electronic picture archiving and communication systems (pacs). There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen. The tests showed no errors. The admin program started and ran normally and no other applications were installed. Analysis found that there was no failure found with the returned computer. If information is provided in the future, a supplemental report will be issued.